Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the calcified left anterior descending artery (lad). A 2.75x20mm promus element " drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and after some time, it was noticed that the stent was not mounted on the stent delivery system balloon. The physician was unable to confirm whether the stent gone inside the patient or lost outside on cath table. The procedure was completed using a promus element plus stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. The stent had detached and remained inside the patient¿s body therefore was not returned for analysis. The bumper tip of the device showed no signs of damaged. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found that the mid-shaft was severely stretched from port site entry to 100mm distal from hypotube/mid-shaft bond. The bi-component bond showed no signs of damage or strain. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the calcified left anterior descending artery (lad). A 2.75x20mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and after some time, it was noticed that the stent was not mounted on the stent delivery system balloon. The physician was unable to confirm whether the stent gone inside the patient or lost outside on cath table. The procedure was completed using a promus element plus stent. No patient complications were reported and the patient's status was stable.